Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the universal surgical manipulator (usm) 2 was getting a non-recoverable fault. The user was able to disable usm 2 and complete the case. The system was undocked at the time of the call. They restarted the system and the fault remained. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the procedure was a cholecystectomy.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue and replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi has received the usm; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The universal surgical manipulator (usm) product was analyzed, and the complaint was confirmed by failure analysis. The unit was tested on an in-house system in normal mode with error 319. The unit was also tested on a testing platform where the fiber test failed clockspring, and rolling loop. After further investigation, contamination was not found on the usm. Log review confirmed error 319, pointing to a communication issue. The complaint was confirmed based on failure analysis.